Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead dislodgement. Consequences of the event were noted as lead repositioning. Cause of lead displacement was traumatic. No symptoms were reported. There were no further complications reported and/or anticipated.